Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's batteries will not take a charge.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate unit. Customer services their own units. Customer called tech support and ordered two new batteries. The customer tested the unit with two other good batteries and iabp charges just fine. New batteries were received. Customer states that all of their iabps are cleared for clinical use. H3 other text : evaluation not requested by complainant.